Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: 018 steelcore; sheath: 6 french terumo pinnacle. Evaluation summary: visual inspections were performed on the returned device. The partial deployment and tip separation were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported deployment issue. The tip detachment likely occurred when the partially deployed stent was pulled through the restricted area of the introducer sheath, which exceeded the tensile strength of the tip lumen. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the 5.0x100 mm supera stent was deployed in the heavily calcified, chronic total occlusion in the distal superficial femoral artery (sfa) without issue. The 6.0x150 mm supera stent was inserted to treat the predilated, mid sfa and deployed normally for the first 30 mm of the stent, but after that the stent was unable to deploy further. It was decided to remove the entire stent and delivery system. When the last one cm of the stent was being retracted into the 6 french sheath at the aortic bifurcation, the tip separated, but remained inside the sheath and was removed with the sheath. A new sheath was used with an 035 guide wire and a 5.5x100 mm supera stent was deployed in the mid sfa. The result was satisfactory. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.